Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs show repeated "pacer: paused lead fault" and "pads lead fault" messages, along with pads on/off toggling, indicating an intermittent connection between the patient and the pads. Although ECG signal was visible through lead ii, the device could not deliver pacing until the pads were properly connected at 10:12:07, after which immediate electrical capture was achieved. The device underwent functional testing including pacing and ECG assessments with no discrepancies found. No accessories were returned for evaluation. The issue is attributted to poor coupling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.